Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. (B)(6).

Event description:
Reporter alleged the customer received a result of 174 mg/dl on aviva system 1 compared back to back with a result of 67 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that she treated the customer with juice after obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.